Event description:
It was reported that patient came to clinic a week prior and had device interrogated and was found to have high lead impedance. Patient¿s mother denies any obvious pain, but doesn¿t think the device is working currently because when she swipes the magnet, the patient doesn¿t get a small cough or hoarseness like he used to. She¿s unsure how long that has been going on. No increase in seizures currently. Provider is going to order a neck and chest x-ray to see if there are any obvious breaks. Patient¿s mom denies any falls or known damage to the device. X-rays have not been reviewed by manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Corrected event description, initial report: report of different perception of stimulation inadvertently left out. B6. Corrected data, initial report: patient settings inadvertently left out.

Event description:
It was reported that patient said the stimulation feels different.

Event description:
It was later reported that patient had a full revision. Impedance was within normal limits after the full revision. The explanted products were discarded by the hospital.